Manufacturer narrative:
No product was returned to the manufacturer for device evaluation. A lot number was received, lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient reports she experienced a chemical reaction in the right (od) eye while wearing her contact lens. She sought medical treatment and was advised she had conjunctivitis and was prescribed an antibiotic (unspecified) and was directed not to wear contact lenses for a few days. After resuming contact lens use the patient experienced a similar reaction and sought medical treatment. The patient was advised she experienced a chemical reaction and was prescribed fluorometholone and cyclopentolate. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.